Event description:
The customer stated that she dropped the insulin pump on the floor, and the end cap popped off. The customer put it back in place, but she stated that it doesn't stay on. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap and missing end cap sticker.